Event description:
It was reported that the user applied vacuum and left the one way valve in place. However, during insertion, the intra-aortic balloon began to unwrap and could not be fully passed through the sheath. As a result, a new kit was obtained and used. There were no further difficulties or pt complications.